Event description:
The pump was returned for pneumatic valve leak failure (valve 3). Performed mock infusion and unit had a double red pump alarm. Log files indicate pneumatic valve leak failure (valve 3). Performed hardware test and unit failed for valve 3 and 4 gross leak errors. Removed and replaced pneumatic manifold assembly. Performed hardware test and unit passed. Lcd screen is damaged due to broken screw bosses. Removed fva assembly and fva pins have debris. Cleaned fva pins and channels. Lcd assembly and fva lip seals will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem yellow alarm". No patient harm or infusion stoppage reported. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.